Event description:
In compliance with MDR reporting regulation, section 803.22, we wish to inform you of an adverse event report associated with another manufacturer's device which has been received at allergan inc. (B) (4). The following info was provided: (B) (6). Implant physician: unk. Explant physician: (B) (6). Alleged event: doctor reported replacing right side device due to rupture. Manufacturer of the device is not allergan medical. There is no complaint against an allergan medical device. Implant date: (B) (6) 1981. Explant date: (B) (6) 2010. (B) (6).